Event description:
Additional information was received on (B)(6) 2016 reporting that the patient was seen last week and was able to recharge.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had difficulty or was unable to charge the implantable neurostimulator (ins). The poor coupling screen was seen as the patient had 4 bars or less. Repositioning the antenna and performing an antenna locate did not resolve the issue. The patient had a recent car accident and the pocket had been sore since then. It was reported that there was a possible flip but an x-ray had not been performed. The patient had previously been getting 6-8 coupling bars but now filled 0 bars since the car accident. The car accident, recharging issues, and pain at the pocket occurred suddenly on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.